Event description:
Customer reported experiencing a high blood glucose (bg) event, with the specific value being unknown but indicated as "high." Cause was not known. To resolve the high bg, the customer administered a correction injection via multiple daily injections (mdi). Recommendation was made to consult with a healthcare provider regarding diabetes management.